Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. After the 2.0 unit fill cannula delivery was completed, the infusion set was clamped. Programmed and delivered a 7.0 unit bolus. The unit properly alarmed no delivery and there was no water exiting the infusion set noted during testing. Unit uploaded properly using carelink. Unit had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 blood glucose level of 600 mg/dl or higher. Customer was in emergency room and their blood glucose level at that time was 850 mg/dl. Customer experienced nausea and dry mouth as a result of high blood glucose. Customer left the emergency room on next day. Customer reported that the insulin pump was malfunctioned and not delivered insulin correctly. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.